Event description:
It was reported that the fowler handle on the stretcher is not working. It was also reported that the cable had stretched over an inch and did not provide proper tension to the fowler handle. There was no pt involvement or adverse consequence reported.

Manufacturer narrative:
Investigation underway.